Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, minor scratched display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were unable to remove the battery cap. The customer's blood glucose level at the time of incident was unknown. The customer states they were in the hospital due to high blood glucose levels. The customer went into the hospital with hypoglycemia that was not related to the pump. The customer states the maintenance man at the hospital was unable to remove the cap, stated it was stripped. The customer states they cannot be sent home until she is back on the pump. The customer was advised the pump would be replaced and returned for analysis.